Event description:
Caller states trach found to be leaking around inner cannula. Loose connection noted between inner cannula and main body of trach during pt use. The caller confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis.